Event description:
It was reported that during setup at the user facility, the cordless driver 2 was able to run by itself while attaching the battery. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during setup at the user facility, the cordless driver 2 was able to run by itself while attaching the battery. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The engineering technician was unable to confirm that the handpiece ran without user activation, but noted a non-stryker asic motor controller, which may have caused the reported event.